Event description:
A ureteral stent was placed for therapeutic purposes. As the stent was being advanced over the wire during placement, slight resistance was noted. Pressure was applied to advance the stent further and it was reported the end loop broke into several pieces. Attempts were made to surgically remove the stent but it still remains inside the pt.